Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of organic material clogging the air/water nozzle could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the scope cover had leakage, the bending section cover glue was discolored, the grip unit, the scope cover both were scratched, the keytop one had cuts, the universal cord was wrinkled, the bending angulations was out of standard value, and scope body seal was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the nozzle of the insufflation channel was clogged by organic residues. There were no reports of patient involvement.